Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an issue with the bolus dose calculation in (B)(6).

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the related information. The issue could not be reproduced by both elekta and the user and cause could not be determined.